Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
It was reported that in the morning a smiths medical cadd legacy plus pump was alarming and stopping the operation at 05:30 from which the patient went to the unit. When evaluating, the infuser programming was correct and the bag was completely empty, heparenize the catheter and the patient was released. No adverse patient effects were reported.